Event description:
A health care provider (hcp) reported via a manufacturer representative that the "cable" was stripped and not working during implant. The hcp decided to use a different lead. The cause of the event was unknown and it was unknown if any troubleshooting or diagnostics were done. The issue was not resolved at the time of this report. The patient was alive with no injury. The patient's indication for use is dystonia.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the health care provider (hcp) noticed the lead was stripped when first being implanted in the patient, but they were not sure what was wrong. The housing of the lead was not breached. The hcp elected to replace the lead.

Manufacturer narrative:
Analysis of the screen cable found the outer insulation of the body was broken and the conductor of the body was broken (overstress/damage). The outer insulation was broken and breached exposing conductors at 47.0 cm, 44.0 cm and 41.0 cm from the distal end. The (-) circuit is open. At 44.0 cm from the distal end of the (-) conductor, conductors are broken, the insulation is breached and broken, the fiber core is frayed, and conductors are crushed. At 44.0 cm from the distal end of the (+) conductor, the insulation is breached and broken, and conductors are crushed. The individual conductors of the two conductor cable are separated from each other 47.0 cm from the distal end, where as the typical separation occurs under 10.0 cm from the distal end. Product ID: neu_cable/screen, lot# unknown, product type: screening device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the issue was with the alligator clip wire and not the lead as it was originally reported. Additional information received from a manufacturer representative reported the alligator clip wires were frayed. Additional information received from a manufacturer representative reported that two events involving the health care provider (hcp) was reported. One event related to the lead and the other event related to the alligator clip. Previous information relating to the alligator clip was reported in manufacturer report # 2649622-2016-16458. Any new information pertaining to the lead will be in manufacturer report # 2649622-2017-00001.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The patient's indication for use is dystonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.